Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with mentor smooth round spectrum 325cc saline prosthesis experienced right sided deflation and left sided device migration post procedure. The patient stated that on (B)(6) 2019 she had a taken a drink prep for her coloscopy and began noticing deflation and migration. Her implants felt like they were moving up and down and she felt discomfort. The left continued to move, but the right stopped moving and shrank. On (B)(6) 2020 she had a consultation with a surgeon who believed the right implant had folded. This is indicative of deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-01508 for contralateral prosthesis report.